Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported there was no environmental/external/patient factors that may have led or contributed to the issue. The office read the logs and decided to replace the pump early. It was noted the issue was resolved. The patient was receiving morphine (40 mg/ml at 7.75 mg/day) and bupivacaine (10 mg/ml at 1.95 mg/day) via an implantable pump. The pump will be returned to the manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported a critical alarm went off at 2:55am while the patient was sleeping. The patient went to the doctor's today ((B)(6) 2019) and the doctor ran a report that showed the pump stalled and recovered at 3:25. The patient did a bolus after this happened and it went through. The patient's pump battery was not due until august 2021, is not due for a refill, and has not recently had a magnetic resonance imaging (MRI). The patient's last MRI was in (B)(6). It was noted that the doctor contacted a manufacturer representative (rep) named brian. The patient was going to reach out to the rep. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the motor stall was unknown. No further complications have been reported.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.